Event description:
Boston scientific received information that this device and right ventricular (rv) lead were associated with a high out-of-range shock impedance measurement one week after the lead was revised for dislodgement. A boston scientific technical services consultant (ts) discussed the possibility of a lead/device connection issue and troubleshooting strategies. A surgical procedure was performed to investigate the lead and lead/device connection; the physician was able to pull the lead's distal terminal pin from the device header port. The pin was re-connected, and subsequent measurements were normal. There were no adverse patient effects.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.